Event description:
Boston scientific was notified that during a procedure the matrix ultrasoft-sr coil detached prematurely. Retrieved the coil out of pt and aborted procedure. No complications with the pt as a result of this event.

Manufacturer narrative:
Device is not available for technical evaluation. A review of the device history record will be performed and a follow-up report will be submitted at this time.